Event description:
It was reported that patient is experiencing a lot of pain especially when walking. A bone scan shows that the hip is wiggling. Patient states that the pain started four months ago. Patient is reporting that she is to have revision surgery.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.